Event description:
It was reported that during a coronary artery bare metal stenting treatment procedure, stent damage occurred. The physician attempted to treat a 3x20mm lesion located in the calcified, non-tortuous rca (right coronary artery) with a 3.00x20mm liberte stent. Vascular access was femoral. The liberte was unable to cross the lesion due to a "defect" on the stent. The device was removed from the pt and it was noted the balloon was "jutting out from the stent". The procedure was completed successfully with another 3.00x20mm liberte stent. There were no reported pt complications. The pt status is listed as "stable".